Event description:
A customer reported to baxter (B)(4) that the transfer set had become disconnected from the titanium adaptor. There was patient involvement but no patient injury or medical intervention was reported along with this complaint

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed, and the assignable cause could not be determined. Should additional information become available, a follow up MDR will be sent.